Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the restock was unable to be done for an expired item. A technical support specialist scanned barcode and verified that it corresponds to expired refills, confirmed that keys were stocked in the cabinet with available quantity, items are properly assigned, zones are enabled, and the employee has no access restrictions, verified via medbank myqlink (mql) that both stock and unstock transactions are reflecting correctly, escalated to tier 2 for further assistance, root cause was found to be bug 56263. Customer confirmed the case can be closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000 restock was unable to be done for an expired item. However, there were no delay or adverse events or injuries reported based on this event.